Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autog bc global pnk 20ga x 1.0in needle would not retract. The following information was provided by the initial reporter: on (B)(6) 2020, after putting the catheter, the needle did not retract. Unfortunately, the catheter was not kept. I still have 4 catheters unused of the same batch.

Event description:
It was reported that insyte autog bc global pnk 20ga x 1.0in needle would not retract. The following information was provided by the initial reporter: on (B)(6) 2020, after putting the catheter, the needle did not retract. Unfortunately, the catheter was not kept. I still have 4 catheters unused of the same batch.

Manufacturer narrative:
H6: investigation summary: bd received three unopened 20 gauge insyte autoguard blood control units and one unused opened retracted unit from lot 0156075 for investigation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible defects or damage. Next, the units were then tested for retraction. Each unit was observed retracting successfully. The needles were then reset to the un-retracted position and the safety mechanism was activated with successful retraction. Based off the visual inspection and testing the engineer was unable to verify the reported failure. Since no defect was observed during inspection a definitive root cause could not be determined.